Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by the patient's granddaughter that the patient recently had a pacemaker implanted and it seemed to be overheating. It was also reported that it seemed like the pacemaker overreacts and works too hard. Per the granddaughter, the patient went to their physician and had the rate slowed down. The pacemaker remains in use. No patient complications have been reported as a result of this event.